Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "correlation/repro/discrepant" result. Customer reported that their ctgctv, mrsa, and bd sars-cov-2 run had a positive result and repeated run yielded a negative results. Data base and log files were reviewed by the service team and concluded that the reader needed to be renormalized. Field service was dispatched. Field service renormalized both readers and performed a health check on the instrument. Field service was able to performed a satisfactory qualification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, ct1593 is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct1593 and no additional work order was observed for the failure mode reported. No samples or parts were returned for this complaint and thus, returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by database and log file review conducted by service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while running CT/gc/tv, mrsa xt, and bd sars-cov-2 assays on the bd max¿ system, bd max¿ instrument, false positives showed up, more often on the a side. Confirmatory testing was performed with results coming back negative, the molecular specialist will be going over potential contamination and media results, but otherwise, there was no indication that results were reported. There was also no report of patient impact. The following information was provided by the initial reporter: "it was reported that issues with samples being pos. And then neg. When retesting of the samples." "The customer tells me that this is occurring more on the a side during their observations. The customer stats that this is happening while running the ctgc,mrsa,covid assays. I consulted a member of the ts/applications team as this complaint has to do with discrepant testing results. The molecular specialist will be going over potential contamination and media issues with the customer to rule out those two things as being a possible cause of the discrepant testing results." "Per customer, issue is happening with multiple assays, CT/gc/tv, mrsa xt, bd sars-cov-2, and mostly on side a. Customer states it has been happening for the last 2-3 months. Customer has performed em but usually 5 different areas collected with the same swab."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running CT/gc/tv, (B)(6), and bd sars-cov-2 assays on the bd max¿ system, bd max¿ instrument, (B)(6) showed up, more often on the (B)(6) side. Confirmatory testing was performed with results coming back (B)(6), the molecular specialist will be going over potential contamination and media results, but otherwise, there was no indication that results were reported. There was also no report of patient impact. The following information was provided by the initial reporter: "it was reported that issues with samples being (B)(6) when retesting of the samples." "The customer tells me that this is occurring more on the (B)(6) side during their observations. The customer states that this is happening while running the ctgc, (B)(6),covid assays. I consulted a member of the ts/applications team as this complaint has to do with (B)(6) results. The molecular specialist will be going over potential contamination and media issues with the customer to rule out those two things as being a possible cause of the (B)(6) results." "Per customer, issue is happening with multiple assays, CT/gc/tv, (B)(6), bd sars-cov-2, and mostly on side (B)(6). Customer states it has been happening for the last 2-3 months. Customer has performed em but usually 5 different areas collected with the same swab."